Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) provided troubleshooting for the device interrogation, but the connection was unable to be made. The local rep was paged to follow up with this patient and device. This pacemaker remains in service. No adverse patient effects were reported.